Event description:
Per medwatch mw5106782: spontaneous. After further examination of previous pump malfunction call, there are no issues with either pump. The issue was with the cassette. Patient called to inform that they had made a mix and attached cassette to pump and got an error. When they attached to back-up pump. They got a no disposable error. Patient used a new cassette and errors went away on pumps. No issues with pumps, the issue is with the cassette. No lot number provided or available. No further information provided. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical. Injury? No. Is the actual. Cassette available for investigation? Yes. Did we [MFR] replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes. If yes. Was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Resolved? Yes. Ongoing? No. Reported by patient/caregiver.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, device history review could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d1: brand name; d2: product code; d2: common device name; d3: manufacturer name.

Manufacturer narrative:
Other text: b5: additional information received on 19-jul-2022 via email and attached to complaint object: patient details updated in complaint. Relevant tests, relevant history, and whether the patient received medical treatment are all unknown or not provided. The length of infusion was continuous. Volume delivered/remaining when alarm occurred, set flow rate, and position of pump when alarm occurred are all unknown or not provided. No photos of the cassette are available.